Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer blood glucose value was 154 mg/dl at the time of the incident. Customer stated that the drive support cap appears normal. Customer was able to successfully clear the alarm also able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.